Event description:
Boston scientific received information that upon interrogation, this implantable cardioverter defibrillator (ICD) displayed a fault code for battery usage higher than expected. Boston scientific technical services (ts) discussed the mechanism behind the fault code. Ts recommended that this ICD not be used and be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observations.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
--